Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system: 13:38h: 21.0 mmol/l, 13:35h: 8.3 mmol/l, 13:29h: 17.2 mmol/l, and 13:27h: 21.3 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.